Event description:
The complaint is reported as: "guidewire broke, looks like it was unraveled upon removal. No intervention required, just pulled it out with no tension". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from an antimicrobial catheter kit (cdc-25123-x1a). The guide wire will be an analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed. Visual analysis revealed the guide wire was unraveled from the distal end. The guide wire body also contained several gradual bends. Microscopic examination confirmed the damage and revealed that the distal weld had separated from the core wire but was still attached to the coil wire. Both welds appeared to be spherical. The guide wire total length from the proximal weld to the point of separation on the core wire measured 684mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .85mm , which is within the specification limits of .838mm-.877mm per the guide wire graphic. The proximal end of the guide wire was inserted through the returned catheter (inserted up until unraveled section). The guide wire was able to pass with little to no resistance. A manual tug test revealed that the proximal weld was intact. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed that the distal weld had separated from the core wire but was still attached to the coils. This caused the guide wire to unravel from the distal end. The damage was consistent with undue force being applied to the guide wire body. The guide wire met all relevant dimensional and functional requirements. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "guidewire broke, looks like it was unraveled upon removal. No intervention required, just pulled it out with no tension". No patient injury or complication reported. The patient's condition is reported as fine.